Event description:
During a vitrectomy procedure of the left eye, a bipolar cautery was being used by the surgeon and after removing the device from the eye he noticed a piece had remained. A metal sleeve covering the bipolar tip had dislodged from the pencil and came off and remained in the eye. The surgeon immediately removed the metal piece from the eye and asked to replace the pencil with a new one.